Manufacturer narrative:
The device evaluation was completed on 10-apr-2023. It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath was bleeding during the procedure. The hemostatic valve was broken. The sheath was used on the patient. No air entered the patient¿s body. Approximately 25 ccs of blood were lost. The vizigo¿ sheath was replaced and the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. A device history review was performed for the finished device 60000042 number, and no intertnal actions related to the complaint were found during the review. Based on DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath was bleeding during the procedure. The hemostatic valve was broken. The sheath was used on the patient. No air entered the patient¿s body. Approximately 25 ccs of blood were lost. The vizigo¿ sheath was replaced and the issue was resolved, and the procedure continued. No adverse patient consequence was reported. The hemostatic valve separation issue is MDR reportable to the FDA.